Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing component. Using a hemostat to grasp the drive wire, the clip was opened and closed. A slight catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was within the appropriate manufacturing specifications. A product-specific discrepancy that could have caused or contributed to this observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the "catch" or increase in resistance felt upon closing the clip can lead to additional resistance at the handle which can cause the drive wire to detach from the handle spool. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a corrective action has been initiated to reduce occurrences of drive wire disconnection. This product was manufactured prior to implementation of this corrective action. The likelihood of occurrence is considered rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used to clip a diverticulum bleed in the ascending colon. The clip was attached to the site but would not deploy. The clip would not separate from the sheath [of clip deployment device]. The clip was opened and closed again but the clip still would not deploy [release]. The clip was able to be opened for removal from the clipping site. Once the clip was removed from the endoscope, they noted that the drive wire had broken from the handle. Another of the same device was used to finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.